Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(6) that while an astral device was being testing before patient use, it's trigger pressure sensor (ptrig) was out of the design tolerance. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported pressure failure. The investigation determined that the reported pressure failure was most likely due to a service calibration error of the device pressure sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).